Event description:
It is reported that the sensor is not stable. Customer said the blood glucose would display too high or too low. The patient's blood glucose level was not reported. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.